Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report was not replicated or confirmed. The device passed full functional testing and pads short testing without duplicating the report. A review of the device log does show the message; however, it does not indicate a device malfunction. This is normal operation of the device when a short is detected via pads or paddles. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to detect the attached pads. Complainant indicated that there was no patient involvement in the reported malfunction.